Manufacturer narrative:
(B)(4).the insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarms were noted. The device had a minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The caller stated that the user had tried changing the insertion site several times, and this did not resolve the alarm. Advised replacement of the insulin pump per the caller's request. Nothing further reported.